Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1900071 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got broken when the user loaded it during a pretest. Therefore, a new unit was used instead. There may have been a problem with the loading method so that the sales rep. Explained how to load a clip.